Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) was inserted but the deflection of the catheter did not work and did not cross the tricuspid valve. The device crossed the valve once and caught in the myocardium, and the screw was extended at that time, so a new lp was decided to be used. A second lp was attempted to be implanted as well but was unsuccessful due to patient anatomy. The device was removed and replaced. There were no patient consequences.